Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose of 450 mg/dl; treated with manual injections. Customer also reported that the insulin pump kept alarming battery out limit when changing the battery. Customer stated the batteries were out of device greater than duration allowed. Customer stated that the battery had died and she didn't realize it and she also left the battery out overnight. Nothing further reported.